Manufacturer narrative:
Analysis of the recharger 97755v (serial #:(B)(6)) revealed "electrical failure, high reading na low reading na, no anomalies were visually observed. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery for her spinal cord stimulator is dead and the controller does not charge to the wall. Patient(pt) said they spoke to manufacturing representative who told her to call and get a new battery overnighted. Agent asked when the issue started and patient said they were trying to charge yesterday and they tried everything and all of a sudden it started to charge a little bit and then it went down. Patient also said it got really hot. Patient plugged controller in to ac power supply without battery pack and reported the controller turned on. Patient put battery pack back in and reported blinking green light. Patient unlocked controller and reported no device found. Patient then connected recharger and reported implanted neurostimulator was at 0% and controller was at 10%. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Pt mentioned the manufacturing rep gave her a controller in the past because she didn't have equipment in the past. Pt states when the other one died she kept using this one.

Manufacturer narrative:
See corrections made to h6 and h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.